Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was discovered that the implantable cardioverter defibrillator failed to interrogate. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted that the device was replaced. Further information was requested but not received.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.